Event description:
According to the info provided, the cannula tip broke during surgery. The cannula was discarded. However, photos were provided and pe confirmed that the tip was partially broken. A root cause failure cannot be conclusively demonstrated . No patient injury was reported. Should the product become available to pe, this complaint will be reevaluated at that time.

Manufacturer narrative:
Na.